Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that malis forceps overheated and appeared burned. The product was initial use. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned to your site. Further information form the affiliate revealed: the description even was what happened during surgery. My additional info. Is what was found during our internal visual inspection of the returned device, "the tips are not aligned and look round substance is attached at the tips".

Manufacturer narrative:
The device was returned and evaluated. Based on that evaluation, the reported issue of rounded material on the tips was confirmed. The forceps appear to have been subject to effects of electrical arcing. It is likely that excessive energy was applied during use. The "warning" section of the IFU states: "it is recommended that the output power be set as low as possible for the intended purpose." The IFU also states: "to minimize coagulation deposits, use the lowest possible power setting for the intended use." Evaluation of the device found no anomalies that would contribute the reported issue of the patient being burned. This device is labeled as a non-insulated set of forceps. The "warning" section of the IFU states: "non-insulated forceps do not provide protection against electrical current. They are intended only for use in low power electrosurgical procedures. The "caution" section of the IFU states: the use of non-insulated forceps in confined spaces (e.g., tonsillectomy) may result in unintended contact with and possible injury to non-target tissue during the application of power to the forceps. The use of insulated forceps is recommended for such procedures. The use of non-insulated forceps may also result in possible injury to the user during application of power to the forceps." No root cause could be determined as there did not appear to be any failure related to this reported issue. A review of manufacturing records was performed and no anomalies were identified. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.